Event description:
It was reported that during a cryo procedure the crbs polarx fit balloon cath st ous was selected for use, after insertion of the balloon catheter into the body error 1 - 00004000-2: console detected blood in the catheter occurred. The troubleshooting was performed and the catheter was replaced. It is unknown if blood was visible inside the catheter after error occurred. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The outer balloon blood detect wires were found to be crossed over. This wire crossover could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
It was reported that during a cryo procedure the crbs polarx fit balloon cath st ous was selected for use, after insertion of the balloon catheter into the body error 1 - 00004000-2: console detected blood in the catheter occurred. The troubleshooting was performed and the catheter was replaced. It is unknown if blood was visible inside the catheter after error occurred. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.